Event description:
The customer reported that the housing on their transformer was broken, exposing the underlying circuity. The customer did not witness any sparking flames, or fire. The customer was not injured.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to obtain additional info from the customer. There was no response from the customer to follow up question. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 10 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was installed on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.02 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 5.5 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.7 ohms, which is normal and indicates that the thermal fuse did not blow.